Event description:
Customer reported receiving an error 3 when a test strip was inserted into their freestyle flash blood glucose monitoring system. During returned product testing, it was discovered that the meter had confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed through the fa16may2006 letter.